Event description:
It was reported that the pump touch screen was missing pixels. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.